Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that customer experienced hyperglycemia. Customers blood glucose value was over 600 mg/dl at the time of incidence and current blood glucose value over 500 mg/dl. Customers other blood glucose value was 340 mg/dl. Customer was treated with manual injection. Customer did allege pump was under delivering because customers continues had high blood glucose over 300 mg/dl to 500 mg/dl even when they were wearing the insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was not active. Customer reports they did contact their health care professional regarding the high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.